Event description:
Litigation papers allege failure to achieve proper bone ingrowth into the cup and excessive metal debris.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.